Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. The tubing exploded and caused leakage. The following information was provided by the initial reporter, translated from chinese to english: when the intravenous indwelling needle was injected under pressure, the extension tube was exploded, there was fluid leakage, but there was no harm to any person.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9106858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. The tubing exploded and caused leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: when the intravenous indwelling needle was injected under pressure, the extension tube was exploded, there was fluid leakage, but there was no harm to any person.